Manufacturer narrative:
(B)(4). Date sent: 11/12/2020. Investigation summary: two staples were reviewed for analysis. The returned staples were inspected and confirmed to be malformed. No device or reload was received with this complaint for analysis. The root cause for the malformed staples is unknown.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure malformed staples from gst60b load were recovered from reload. It is unknown how the case was completed. There were no patient consequences reported.